Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2013 with the following findings: there was no pump data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of 42 mg/dl and he experienced the symptom of shaking. The patient administered self-treatment by consuming six glucose tablets; he did not seek medical attention. The patient's subsequent blood glucose reading was 72 mg/dl. The patient noted he had experienced hypoglycemic events after consuming a meal and taking a bolus for his meal. The patient also stated he may have taken too much insulin bolus on this date after his meal. Troubleshooting revealed the pump programming and settings were correct and all basal/bolus total doses correctly matched those programmed. It was also revealed the patient's technique was incorrect as he was removing the insulin cartridge while still attached, which is not recommended. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by removing the cartridge while still attached, which may have contributed to an over-infusion of insulin. However, as the patient experienced symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump and received treatment with glucose, this complaint is being reported.